Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying an ¿error 1¿ message. The complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient reported the alleged ¿error 1¿ issue began on (B)(6) 2014 at 10:00am. The patient is on insulin pump therapy. The patient denied experiencing any diabetic symptoms as a result of the product issue. However, the patient alleged that on (B)(6) 2014 at 1:25pm he administered an increased dose of 0.9 units of insulin. At the time of troubleshooting, the cca noted the patient was not a first time user of the subject meter. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. However this complaint is being reported because the alleged product issue was not resolved during troubleshooting.